Event description:
During a coronary drug eluting stenting treatment procedure, withdrawal difficulty occurred. The patient had a totally occluded right coronary artery and a long calcified lesion in the proximal to mid left anterior desending (lad) artery with 95% stenosis. A 2.0x20mm maverick balloon was used to predilate the mid lad. The balloon was inflated to 10 atm's for 8 seconds. A 2.5x24mm taxus liberte' stent was inserted and deployed, without difficulty, to 12 atm's for 11 seconds and post dilated with the stent balloon for 14 atm's for 12 seconds. A 2.0x20mm maverick balloon was used to predilate the proximal lad lesion. The balloon was inflated to 10 atm's for 7 seconds and a 2.5x20mm taxus liberete' stent was deployed, without difficulty, to 17 atm's for 12 seconds. The physician went on to direct stent the distal portion of the lad with a taxus liberte' 2.5x12mm drug eluting stent. The stent balloon was inflated to 16 atm's for 9 seconds. When he tried to withdraw the balloon, he failed to do so. The stent balloon was reinflated to 16 atm's for 9 seconds, post dilating the stent, and physician was able to successfully withdraw the stent delivery system. The procedure was successfully completed no patient complications occurred.